Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Manufacturer narrative:
Corrections based on device reception and re-opening of investigation.

Manufacturer narrative:
The associated complaint device was returned and evaluated. Please see attached file for our results of investigation. (B)(4).

Event description:
It was reported that patient underwent a revision surgery due to breakage of femoral stem following a fall. It was reported that before the fall patient had severe pain.